Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not took the charge and booted up. The receiver log was attempted to download but was unable to download. The receiver functional test was attempted but could not be performed. The receiver case was opened for internal inpection and a battery ic chip was found to be damaged.the reported event that the receiver ceased to function was confirmed due to defective receiver battery ic chip .the root cause could was determined to be a defective battery.